Manufacturer narrative:
Customer reported to our EU distributor, getinge, that the sechrist air/oxygen gas mixer failed to deliver oxygen (no flow) during use. At the time of the reported incident, our device was in use for organ harvesting, which the sechrist air/oxygen gas mixer is not intended for. Customer did not report to FDA according to the information we have at this time. We have reported to competent authority in response to customer reporting even though we assessed incident not to require vigilance reporting. At this time, the report is based on the information we have. We have requested more information from the customer in regards to the incident, and our distributor in regards to service records and evaluation/repair of the device in question. Manufacturer reference file no. (B)(4).

Event description:
Customer is claiming a failure of the sechrist air/oxygen gas mixer to deliver oxygen to our european distributor, getinge. At time of reported incident, patient was already deceased. Organ harvesting was being undertaken when our device was in use and customer claimed failure of oxygen delivery.